Event description:
The account stated that the architect analyzer had been generating 1007 errors and it was determined that the pre-trigger solution was not being dispensed. The samples that were run at that time were repeated and discrepancies were discovered. An initial architect tsh result of 0.43 uiu/ml was reported. Upon repeat the result was 6.38 uiu/ml. A corrected report was submitted. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.